Event description:
Paramedics attended to a person who had experienced a syncopal episode. Upon arrival, the patient was conscious, alert and oriented. An attempt was made to use the device for routine ECG monitoring during transport to the hospital. The device allegedly failed to display the patient's ECG. The operator changed the patient cable, however the device still reportedly failed to display the patient's ECG. There were no adverse affects to the patient reported as a result of the alleged malfunction.